Event description:
Additional information from the healthcare professional of the clinical study reported that adaptivestim was activated at the time of the event. It was confirmed with the manufacturer representative that the device needed to be reoriented. No further patient complications have been associated with the event.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported there were complaints of the stim pattern fluctuating on its own and the stimulation amplitude surging when standing. The patient complained of the fluctuations in stim pattern on (B)(6) 2013. The ins was reprogrammed on (B)(6) 2013 and the event resolved without sequelae on (B)(6) 2013. The event was possibly related to the device or therapy and not related to the implant procedure. The event was due to the programming and the final programming date and time for the most recent interrogation prior to the event occurred on (B)(6)2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included reprogramming the stimulator on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the initial system implant occurred on (B)(6) 2005. The information regarding the patient's identifying information was not available. The following information was provided in relation to the medical diagnosis of the patient: back pain without leg pain; cardiovascular; and musculoskeletal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported a clinical diagnosis of an unsatisfactory stim pattern. The stimulation could fluctuate with position changes.